Manufacturer narrative:
The technician found the right head brake caster was broken off due to unknown reason. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. The technician replaced right head brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the right head brake caster is broken and will not hold. The bed was in the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).